Manufacturer narrative:
The subject device has not been returned to omsc. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that the tissue pad came off and fell into the patient's body the about an hour after the start of the operation. The area where the tissue pad fell is unknown. The tissue pad that have fallen off have been collected. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad was peeled off, and it was partially broken. The torn tissue pad piece was returned. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Grasping section was closed without grasping anything while the ultrasonic output was activated, (this includes after tissue resection) causing the tissue pad to wear out and peel off partially. A force was applied to the peeled tissue pad. This caused the tissue pad to detach from the grasping section. The above device handling has warned in the instruction manual.